Event description:
The user is questioning the lack of "shock advised" notification by the device for a patient that seemed to be in vf. The device was moved to manual mode and shocks were delivered by the user manually. The patient did not survive.

Manufacturer narrative:
(B)(4)